Event description:
It was reported that a patient underwent a colon resection procedure on (B)(6) 2010 and the device was placed at the douglas' pouch. The surgeon could not lock the reservoir because it was too tight. The surgeon exchanged it for another product which worked normally. There was no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.